Event description:
It was reported that a patient presented in clinic reporting syncopial episodes. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise, leading to pacing inhibition. In addition, interrogation revealed that the rv lead had low pacing impedance. Rv lead insulation breach was alleged due to these malfunctions. The rv lead was capped and replaced on (B)(6) 2021. No additional patient consequences were reported throughout the intervention process.